Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting ¿settings unavailable¿ on her controller. A manufacturer's representative (rep) ran an impedance check and it appeared electrode 15 was greater than 40,000 ohms. The patient's program was using that electrode which would explain the message she was getting. The rep was able to reprogram around it and find good coverage. The rep also reset her adaptive stim. She said she has not had any falls or injuries that would have let to the damage of this electrode. The problem has been fixed at this time. No patient symptoms reported.